Event description:
It was reported that the right ventricular (rv) lead exhibited an increase in unipolar and bipolar impedance and is high and out of range. Capture threshold is also high. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407645 lead, implanted (B)(6) 2004. (B)(4).